Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to unexpected/early elective re placement indicator (eri). A lead integrity alert (lia) triggered and the right ventricular (rv) lead exhibited high defibrillator impedance. The physician decided to continue with the rv lead due to patient's right and left subclavian are occluded and/or blocked. Physician elected to place two additional epicardial leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv defibrillation coil was variable. Analyst commented, rv defibrillator impedance has been high at 840 ohms since (B)(6) 2013. Impedance is variable from 86 to 872 ohms.